Event description:
It was reported that the patient underwent treatment for idiopathic scoliosis with implant of posterior spinal fixation at t2-l4. Sometime post-op a setscrew backed out of the screw at l4. The patient underwent a revision surgery to replace the setscrew.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.